Event description:
It was reported to philips that the battery has expired and the equipment cannot be used in battery mode. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery has expired and the equipment cannot be used in battery mode. The fse evaluated the device at the customer's site and confirmed that the battery was expired. The customer ordered a replacement battery to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a component failure (battery was expired). The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered a new battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.